Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient's cervical stimulation never worked and that she didn't get the ins replaced in 2015 as noted, so she believes it's been off for many years. No further information was reported. [Please refer to pe 702087573 - oor]

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that patient had two ins replaced this month, but the rep did not know why. No further information was reported. No patient symptoms were reported. (B)(4).